Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result of 280 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer was shaking and eventually passed out. The paramedics were called and when they arrived and tested the customer's blood sugar on their meter he had a reading of 68 mg/dl. The caller stated that the reading of 68 mg/dl was taken about 15 minutes after the customer's reading of 280 mg/dl. The paramedics gave the customer sugar tablets to get his blood sugar back up. The paramedics tested him again on their meter before they left and result was 169 mg/dl and the customer was feeling fine. Meter and strips replaced and requested for return.